Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 100 occurrences were there was low draw of blood with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter: lavender top tubes are not filling up enough. Nursing staff have reported that the lavender top tubes are not filling up enough. Therefore, they are receiving phone calls from the lab stating qns. Several of the nurses have decided to send two tubes in so that the specimen is processed. Additionally, on 4/4/2019 the bd sales consultant provided the following additional information: "please be advised that the customer informed me that they have identified the source of the problem. Apparently, the nurses were not allowing enough time for the tubes to fill up. Therefore, this is no longer an issue."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that there were 100 occurrences were there was low draw of blood with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter: lavender top tubes are not filling up enough. Nursing staff have reported that the lavender top tubes are not filling up enough. Therefore, they are receiving phone calls from the lab stating qns. Several of the nurses have decided to send two tubes in so that the specimen is processed. Additionally, on 4/4/2019 the bd sales consultant provided the following additional information: "please be advised that the customer informed me that they have identified the source of the problem. Apparently, the nurses were not allowing enough time for the tubes to fill up. Therefore, this is no longer an issue."